Event description:
It was reported that chest pain and pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. During the procedure a first 27mm closure device was attempted but seems to have a funny shape on fluoroscopy. The struts were possible crossed; the physician recaptured the closure device and got a new 27mm closure device and closed the appendage normally. When the physician deployed the closure device on the back table, it looked normal. No crossed struts or damage. After the procedure the patient called complaining of chest pain. The patient was treated for pericarditis with oral non-steroidal anti-inflammatory drugs (nsaids) and colchicine. The patient is expected to fully recover.

Manufacturer narrative:
B3: event date is an approximate date as the actual event date is not known.